Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm or displacement anomaly noted during testing. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error and customer cleared the alarm but it has been reoccurring for a month. Customer also woke up with a high blood glucose level of 440 mg/dl, treated with shot. Troubleshooting on the insulin pump was performed. The device was exposed to the body scanner at the airport last week. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.